Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre reader. The replacement device was issued as customer had reported a "connected to computer" error on the reader. Due to delivery delay, customer reported an adverse event in which she experienced nausea and other unspecified hyperglycemia symptoms and had contact with a healthcare professional to receive treatment of insulin, and additionally glucose. There was no report of death or permanent injury associated with this event.